Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced an undesired stimulation in the non-target area. X-ray revealed that the lead had migrated down to the midline incision. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.